Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection and the reported failure pixels on the image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image guide breakages. Based on the results of the investigation, it is likely that the cause was due to three electrical image guide component breakages. The most probable cause of this complaint is a cause traced to component failure, which is expected, or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a diagnostic gastrointestinal procedure, before the patient was under sedation, pixels on the image were seen from the scope. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.